Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The patient noted that "the drop of blood was formed too early, disinfectant used, which was not dried and the finger too squeezed. Despite the advice from the patient, the measurement was not stopped in the practice." Per product labeling, excessive squeezing of the fingertip causes intracellular fluid to dilute the blood sample and residues of water or disinfectant on the skin can dilute the drop of blood and lead to incorrect results. Also, the sample should be applied to the test strip within 15 seconds after lancing the fingertip for accurate results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a unknown doctors meter result. At 9:00 the meter result was 2.9 and at 10:00 the doctors meter result was 4.5 inr. The patients therapeutic range is 2.5-3.5 inr and tests once a week. The patient is fine.